Manufacturer narrative:
The immucor laboratory tested retention product on 02aug2017, which performed as expected. The immucor laboratory also tested a returned blood sample from the customer site on 02aug2017, which yielded expected positive outcomes. Immucor technical support used a remote electronic method on 25jul2017 to assess the instrument test wells in question.

Event description:
On (B)(6) 2017, a european (B)(6) customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.